Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that they attempted to put the ins into MRI mode but it showed "no device found" and inquired about the ins being depleted/off for an MRI. The hcp said the device hasn't worked since implant and the hcp further clarified that it sounded like it was something to do with how it was implanted or a surgery complication and it was going to be revised soon.